Manufacturer narrative:
E3: occupation: material coordinator. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that following an antegrade puncture to perform angioplasty, the angio-seal was inserted and when pulled back, the whole device was in hand without sealing. Manual pressure was applied to close the artery. The sheath was checked, and anchor was still within sheath. They had to cut the tip of sheath to check this. There was no patient harm. Additional information was received on 14nov2024: the access was 6 french, it was tortuous and antegrade; therefore, there was resistance inserting the sheath. There was no blood loss, as it was quickly dealt with. No equipment or other devices were used with the angio-seal.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked and the anchor was visible within the distal tip. The tip of the device was found to be cut. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper deployment of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).